Event description:
Event description guidant received information that an ER strip showed evidence of pauses in pacing for this pacemaker. The patient is pacer dependent, and she was previously pacing at 96% and is now pacing at 92%. When the patient arrived at the clinic, the pacemaker appeared to be functioning normally. All lead impedance measurements and daily measurements were stable. Ventricular sensitivity was programmed to 2.5 mv. The health care provider felt that the patient's intrinsic beats had changed. The device was programmed to be less sensitive and it then appeared to be pacing normally. A few days later, the patient's holter monitor stip also showed pauses in pacing. Loss of capture, oversensing, or loss of output were all suspected as a possible cause. No adverse patient effects were reported.